Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ultrasonic probe was chipped at the 4 o'clock direction during reprocessing involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.